Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated he removed the battery to reset the device and the button error alarm occurred again. Customer also reported that there is a crack on the threads of the battery cap. Blood glucose level was 131 mg/dl. Nothing further reported.